Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer wants the log file reviewed for a patient that expired on (B)(6) 2017 at 04:40. The customer reported that no alarms were stored on this patient from (B)(6) 2017 at approximately 10:13, and per communications with the biomedical engineer, the central station did not alarm. The patient expired.

Manufacturer narrative:
A review of the logs by philips quality and software engineers indicate that there was an alarm silenced at the central station at 04:33 (though the specific alarm type is not identified, as logging in this version of the product tells us the ¿silence¿ button was pressed, but only red alarms are stored), and there is no indication that there was a network dropout/connectivity issue. Since yellow alarms are not captured in the logs in this version of the product and the inop severity was set to yellow, these inops would not be seen in the logs. In addition, a review of the provided strips indicates that the signal was not optimum, as there was a lot of artifact, inop conditions and the algorithm attempting to relearn the patient rhythm as indicated by the ¿l¿ annotations above the beats. At 04:44, the transmitter timed out and the transmitter was off from then until discharge at 07:31 (B)(6)17. At this time, we are unable to determine the cause of the lack of data between 04:23 to 04:44. The cause of the reported issue is unknown, however, it will be considered a malfunction.